Event description:
It was reported that patient (pt) noticed their recharger was not taking a charge, and it still would not take a charge when they plugged it into different outlets. The patient stated that eventually their ins battery depleted because they were unable to charge it. Once the ins depleted, the patient said they felt like their body was on fire and they were shaking real bad. The patient thought they must have passed out because they woke up in a "little daze" on their living room couch the next morning, and they felt much better. The patient stated that the pain was gone, their hands were not shaking, and they were able to walk all right. Because they were feeling better, the patient decided not to charge the ins anymore. The patient said they told their doctor they were feeling better and asked them if it was okay to leave the ins implanted, or if it had to be explanted. The patient's doctor told them that they were concerned the ins battery might leak if it was left implanted, and told the patient to call medtronic to find out if it was okay to leave the ins implanted. Agent reviewed that leaving the ins implanted or explanting it would be a medical decision, and redirected the patient to their healthcare provider to discuss.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: unknown, product type: recharger. The main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.